Event description:
First staple load fired laparoscopically without complications, the second staple load misfired and the third staple load that was stapling a vessel closed down. It then failed to fire and would not release or open its "jaws". Multiple attempts were made to disengage the stapler without success. The procedure was modified from laparoscopic to an open procedure. The device was then manipulated and removed from the patient.